Event description:
It was reported that the pt had high lead impedance on system and normal mode diagnostics. There have been no other reported problems and the pt's condition and seizures continue to improve. Pt's output was decreased by 0.25 ma. X-rays were received and reviewed by the manufacturer. Upon review, no anomalies were noted with the device on the x-rays, however, not all portions of the lead could be visualized. Attempts for further info have been unsuccessful to date.

Event description:
Review of in-house programming history identified that the high impedance was resolved on (B)(6) 2009. It is likely that the patient underwent lead replacement at that time; however, no relevant information has been received to date.